Event description:
Covidien received a report where the customer stated the alarm of the n-550 did not sound when spo2 saturation readings went lower than the alarm lower limit. Visual alarm was present, but there was no audio alarm. Sat-seconds function was not in use at that time. Spo2 alarm limit was set from 100 to 90. The unit had been in use on a patient, but it is reported that no patient harm occurred. No patient information has been provided to covidien.

Manufacturer narrative:
Facility returned the unit to the manufacturer where the reported problem has not been duplicated. Manufacturer continues to investigate reported problem.